Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient¿s implantable drug infusion device. The drug being delivered was baclofen (unknown). It was reported that in (B)(6) of 2017, the patient had the pump replaced due normal battery depletion. Within a short time after that surgery (asked date unknown), the patient was showing signs of withdrawal so they did a side port study and found the catheter was kinked/blocked and replaced the catheter.